Event description:
This report summarizes 25 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 25 malfunctions involved patients with no reported consequences. Of the 25 patients, 23 patients' ages were reported to be between 30-94 years and 3 patients¿ weight were reported to be between 163-229 lbs, 11 patients were reported as male, and 13 patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the 25 malfunctions, 1 device was updated to dl900j. H10: of the 25 malfunctions, 15 lot numbers were provided, and lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the 25 malfunctions. The investigation is confirmed for perforation for 24 malfunctions. For the last malfunction, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfxg3738, gfyh3669, gfxg3732, gfbx1477, gfzf3798, gfyd3219, gfau1336, gfyd3207, gfyd3266, gfyf3839, gfze3690, gfzd0049, gfzh3041, gfyi2712, unknown), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 25 malfunctions, 15 lot numbers were provided, and lot history reviews were performed. Of the 25 reported malfunctions, 24 malfunctions provided medical records. The investigation is confirmed for perforation for 24 malfunctions. For the last malfunction, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfxg3738, gfyh3669, gfxg3732, gfbx1477, gfzf3798, gfyd3219, gfau1336, gfyd3207, gfyd3266, gfyf3839, gfze3690, gfzd0049, gfzh3041, gfyi2712, unknown).

Event description:
This report summarizes 25 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. All 25 malfunctions involved patients with no reported consequences. Of the 25 patients, 22 patients' ages were reported to be between 30-94 years and 3 patients¿ weight were reported to be between 163-229 lbs, 11 patients were reported as male, and 13 patients were reported as female. All other patient details were not provided.